Event description:
It was reported that at a follow-up appointment the pt reported a return of parkinson's symptoms. X-rays revealed a break in the lead, 2-3 cm from the extension connection site. Impedance >4,000ohm confirmed the break. There was conflicting info as to whether the lead had been replaced; however, evidence more strongly suggested a surgical intervention had not yet taken place. It was noted that no pt injury had occurred.

Manufacturer narrative:
(B)(4).